Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, it was impossible to put the stylet in the lead. Lead was never implanted. No patient complications have been reported as a result of this event.